Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing causing false termination of ongoing arrhythmia episode. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.